Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 10 units of rt200 adult dual-heated breathing circuit failed the leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: one complaint rt200 adult breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and immersed in a water bath to test for leaks. Results: the pressure test result was outside the required specification. Upon immersion in a water bath, a leak was detected at the connection between the elbow and moulded plug of the expiratory limb. A lot check revealed no other complaints of this nature for lot number 111213. Conclusion: it appeared that the expiratory elbow and the expiratory moulded plug of the returned rt200 adult breathing circuit were not sealed properly, causing the reported leaks. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the reported leaks developed post production. Our user instructions that accompany the rt200 adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).